Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010 and reports patient allegations of pain and metal debris. There has been no reported revision procedure for the right hip. Additional information received in patient medical records indicate a left hip revision procedure was performed on (B)(6) 2012 due to acetabular cup loosening. Revision operative report also noted soft tissue reaction consistent with metallosis with a grayish staining of the soft tissues and fluid collection. The acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the complaint report noted patient underwent a left hip revision procedure on (B)(6) 2014 due to an unknown reason. The acetabular liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2013-02230/-02231/-05037/-05038/-05039 & 2014-04382).